Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the patients ipg was nonfunctional.